Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome device was bent/damaged. It was further determined that the color band was chipping/fading, and the ball bearing had fallen apart. It was observed determined that the bearing, color ring, and crani bracket were damaged. It was further determined that the device failed pretest for temperature, cutter insertion and visual assessment. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was discovered that the device had a bearing issue. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.